Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system indicated an error message stating that radiation was not possible and could not connect to the detector. Analysis of the system log file showed an error ¿connection flat detector - fd controller: aurora link error¿ which indicates a connection issue to the flat detector controller. During troubleshooting, the fse identified that the power for the flat detector from the dc module was not present. The fse replaced pdu (power distribution unit) fan tray and pdu dc module which returned the system to use in good working order. The defective pdu dc module and pdu fan tray were returned to philips for further analysis. The cause of the pdu dc module failure could not be conclusively determined by the supplier's part analysis; however, the the analysis of the pdu fan tray identified that two psu's were defective which had impact on 24 v power supply. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue occurred outside of clinical use. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. The investigation has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that radiation was not possible, there was no connection to detector. There was no harm reported. Philips has started an investigation of this complaint.